Event description:
Customer was very lethargic at 11am, their blood glucose result was 134mg/dl. The customer was very confused. Pt was given a glucotab and orange juice to drink. 911 was called and they received a result of 61 mg/dl. No treatment by paramedics. No controls were in use. Glucose strips are stored out side of the original vial. A request was made for the return of the suspect device and replacement product was sent.